Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. Correction: d4: model #. H4: the lot was manufactured between march 22-23, 2024. H11: two (2) actual devices and two (2) photographs of the samples were provided for evaluation. Visual inspection was performed on the actual devices and photographs which observed the bags were cored. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the manufacturing date would be provided upon completion of the investigation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 250 ml eva tpn bags had "cored" when the unspecified spike was inserted. This was observed during set up. There was no patient involvement. No additional information is available.